Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsi, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male (B)(6) and his weight is unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer's sister alleges that the joystick on the chair was not making a connection to run properly, and when she went to unplug it and plug it back in, it sparked. No injury is alleged.